Manufacturer narrative:
The customer reported the device is being retained and will not be returning. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
This is filed to report inability to close the clip. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 3-4. While in the ventricle, when inverting the clip to come back in the left atrium, it is suspected the user may have turned the actuator knob in the wrong direction because instead of closing the clip the clip continued to invert, a noise was heard, and the clip no longer opened or closed. The clip remained partially open. Therefore, the clip could only be retracted to the end of the steerable guide catheter. The devices were retracted together to the access site and a cut down was performed at the groin for removal of the devices. After removal of the device,one of the l-lock tabs was noted to be detached, it was stated this likely occurred after the procedure, and they don't believe the l-lock tab remains in the anatomy; however, they are not 100% certain. A new sgc and cds were used. One clip was implanted, reducing mr to 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. The reported patient effect of failure to deliver mitraclip to the intended site (foreign body in patient) is listed in the eifu, mitraclip ntr/xtr, u.s., is a known possible complication associated with mitraclip procedure. Based on the information reviewed, it appears that the user technique used in clip retraction from the ventricle to the atrium and procedural conditions in maneuvering the clip influenced the separation of the l-lock tab resulting in the reported audible noise as well as the reported difficult to open or close (clip close ¿ inability) and the reported difficult to open or close (clip open inability - anatomy). The reported difficult to remove (cds/sgc) was a cascading effect of the reported difficult to open or close (clip close ¿ inability) as the clip would not close and could not be retracted back completely into the sgc. The reported foreign body in patient appears to be related to procedural circumstances as there is a possibility that the separated l-lock tab remained in the patient. There is no indication of a product quality issue with respect to manufacture, design or labeling.